Event description:
Additional information was received. The right eyes is still not good yet. The patient will be seen for a three month check-up.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit, the field service engineer (fse) shot new energy table, adjusted sensor and performed system verification. System meets specifications as per service installation record (sir) . Logfile review for the day of treatment showed no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. No technical error messages were found in the logfiles .the treatment for the right eye was performed successfully without interruption. The user performed an energy check before this patient. No technical problem could be identified during logfile review. Clinical applications specialist review showed according to the treatment report the laser ablation happened as intended. The report of the clinic showed that some patients were contact lens wearers that did not remove their contact lenses a certain time before the surgery. The reports showed that the refraction might have been taken a day after the treatment. There is no information whether it was measured subjectively or by an auto refractometer so the refraction could not be considered as stable and is therefore not reliable. The one day post-operative uncorrected visual acuity shows good results though. The visual acuity does not meet the measured refractions. The statement that all of the patients were under corrected cannot be confirmed because in some cases there were also slight overcorrections regarding the sphere as well as the cylinder or combination of both. The technical evaluation showed that the laser was within the specifications and that all tests prior to the surgery were successful. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. No technical root cause was identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient experienced an undercorrection post lasik. Follow up surgery may be needed to improve outcome. There are multiple related reports for this facility. This report addresses a female patient, (B)(6) years old, right eye and other manufacturer reports will be filed.